Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump for insulin therapy.